Event description:
It was reported that the ventilator during startup was showing an error message that the software versions inside the system were incompatible. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned control printed circuit (pc) board and the evaluation of the device's logs has been completed. Function testing of the control pc board in a reference ventilator led to generation of the reported error message that indicates that the software versions in the system is incompatible. After reloading the applicable pc software, the pc board has worked as specified. Memory test has been done without any deviation. Why the control pc board was displaying a message that indicate that breathing subsystem is incompatible, has this investigation not being able to determine. The reported serial number of the device has been changed due to the initial reported serial number being incorrectly reported.

Manufacturer narrative:
A service engineer has been on-site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.